Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an atrial threshold test following the atrial loss of capture there appeared to be ventricular loss of capture as well. The patient reported feeling lightheaded during this time. Boston scientific technical services (ts) reviewed the available data and indicated the threshold test ended at 1.8v and sensing was noted up to 2.0v potentially indicating loss of capture at that output rather than the 1.8v. The loss of capture at 2.0v could have contributed to the patient's symptoms. The smaller amplitude signal in the ventricle following the threshold test could be related to the telemetry signal changing from testing to normal brady monitoring. No adverse patient effects were reported.